Event description:
The reporter indicated that the screen of his (B) (4) handheld device would freeze following an interruption in communication. The reporter added that performing a "soft reset" would restore device functionality. Good faith attempts for product return have been unsuccessful to date.